Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was in a patient since 2006 but started leaking last week due to a black plastic piece protruding out from the catheter around the connector area. The catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.